Event description:
It was reported that "after firing five staples, the next staple didn't come out from the stapler during a surgery. Therefore, the user replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4), the customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 37 staples remaining in the cover block. There was no evidence of biological material. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples would fire. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing correctly. The sample was disassembled and die casting anomalies on the forming tool were discovered. No other defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. A CAPA was opened by the manufacturing site to further investigate the issue of visistat staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "after firing five staples, the next staple didn't come out from the stapler during a surgery. Therefore, the user replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.other remarks: n/a.corrected data: n/a.